Event description:
It was reported that the insulin pump alarmed for a motor error during a bolus. The reservoir was replaced and the insulin pump did not continue to alarm. The insulin pump was not exposed to an x-ray. It was reported that the insulin pump was cracked at the reservoir window and battery cap and near the corners of the screen. The blood glucose reading was 11.5 mmol/l. Nothing further was reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.